Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the pre-test was unable to be complete as the comb was damaged. The bottom roll and ratchet gear had also failed. The comb, bottom roll, and ratchet gear were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the comb issue is attributed to a design issue. A definitive root cause cannot be determined for the failed gear and bottom roll. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01439.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during an unknown time, the roller was not piercing the skin sufficiently and the device is blunt. There was no patient impact or delay noted. Due diligence is complete and there is no additional information available. There is no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: (B)(6).